Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger was still in the pre-deployed position and there was a slack present on the link. It could not be determine if the lever was activated inside the artery or after the device was pulled from the patient. There were also traces of dried blood found in the guide and foot area which is an indication that the device was inserted inside the patient but not deployed. During the investigation, the plunger was deployed and both cuffs were captured. The device performed according to specifications and since there was no reported device failure, the root cause for this complaint is undetermined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Investigation of the returned device resulted in the device performing according to specifications, therefore no malfunction or device quality deficiency was identified.

Event description:
It was reported that the device was received. There was no device or patient information provided. This will be considered as an unknown device failure. It is unknown how hemostasis was achieved. Though requested, no additional information was provided.